Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient had received an inappropriate shock due to oversensing on the right ventricular lead, which was seen remotely via merlin.net by field representative. Patient was instructed to go to the hospital and admitted. Chest x-ray confirmed right ventricular lead dislodgement. Patient was being treated for a urinary tract infection with antibiotics; physician decided to wait to perform lead revision. The patient was discharged with a life vest for one month. On october 30, 2017, the patient presented for the lead revision. The physician attempted to reposition the lead without success. The helix would not retract. The lead was explanted and replaced. The patient was stable post procedure and will continue to be monitored.